Event description:
False positive result (s). User reported that they received two positive results with flowflex. They immediately took a binax test, and the result was negative. The next day they got a pcr test, and the result was negative.

Manufacturer narrative:
Final product manufacture and qc record for cov2020114 were reviewed. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process was complied with dmr. The test results of retained cov2020114 can meet the qc criterion. We have not found the complaint issue for the retained cassettes. The complaint is not verified.